Manufacturer narrative:
The reported signal issue was unable to be confirmed. Field functional testing of the device confirmed normal signal quality, and noise and simulation testing were completed with no abnormal findings. The cause for the reported event was not able to be confirmed as the egms issue reported was not reproduced.

Event description:
During an ablation procedure, the egm signals were lost and the case was cancelled. The procedure was an atypical flutter with tachycardia and mapping. The mapping system displayed both ecgs and egms. The workmate system displayed ecgs throughout the case. There were no patient consequences.